Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display that shut off. The customer stated they had to replace their battery more than once within 7 days. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display or frozen screen noted. Device was received with normal operating currents and passed self-test, a21 error test and self test. No unexpected off no power, weak battery, low battery, battery out limit or failed battery test alarms during testing. (B)(4).